Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant it was reported that the pt experienced reductions in speed, red heart alarms and a pump stoppage while connected to the power module. The pt was put on batteries, given a non-grounded patient cable and admitted into the hospital. The manufacturer's technical service representative inspected and tested the driveline and found a broken green wire. The pt was connected back to a power module and no alarms or pump stoppages were seen when the pt was lying in bed or with the manipulation of the driveline. Pump stoppages did occur with the movement of the pt and the driveline. Additional info received indicated that the pt remains ongoing with the pump and has refused a pump exchange.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.